Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl dose and concentration not reported via an implantable pump. The indication for use was non-malignant pain. The other medication the patient takes was oral percocet. The patient stated that about 6 months ago the mediation was "increased to 77%" which was so high the patient could hardly walk. The physician decreased the medication and the patient was fine, issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.